Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 30 mmol/l at the time of the incident and the current blood glucose value of the customer was 6 mmol/l. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.